Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing on the ventricular channel were observed on a stored egm. Programming changes were recommended.